Event description:
It was reported that the main frame of the 9600 system displays a check sum error. It was noted that this happened during a physicist test. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.